Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the motor brush holders were tight causing the chair to drive in circles, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Chair was driving in circles.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair was driving in circles.